Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No failed battery test, power loss alarm or replace battery now alarm noted during testing or in the pump trace download. Unit received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failures pump error alarm was confirmed in the pump history due to broken pin trace on keypad assembly component.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had an audio anomaly. The customer stated that the device was not making any sound when alarming. The device alarmed hardware low level failure, failed battery, and replace battery now during self-test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.